Event description:
Philips received a complaint from the customer on the v60 ventilator indicating touchscreen issues and an inability to calibrate the touchscreen. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The remote service engineer (rse) recommended that the customer replace the touchscreen and provided the customer with the part number of the replacement touchscreen for repair.

Manufacturer narrative:
The customer confirmed that the touchscreen was not working correctly after checking internal connections, attempting touchscreen calibration, and cleaning the touchscreen. The customer ultimately ordered and installed the replacement touchscreen, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil), and the visual inspection of this touchscreen did not reveal any signs of damage or contamination. The pil technician ultimately could not find any issues with touchscreen operations during the diagnostic check. This touchscreen passed all diagnostics, functional testing, and calibration testing. The pil technician confirmed that the touchscreen touch points were aligned on the standard test bed (stb) and verified that all touchscreen flex cable circuit resistance verification and resistance ratio measurements were within the specifications. The pil technician therefore concluded that the touchscreen operated as designed as no fault was found.